Event description:
It was reported that the syringe 1 ml stopper separated from the plunger. The following information was provided by the initial reporter translated from chinese to enlgish: "the nurse opened the 1ml disposable sterile syringe and found that the piston shaft and piston head of the syringe were separated and could not be used."

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.